Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in (B)(6) FDA registration number has been used for the manufacture report number. Unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Manufacture date: unknown investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an unspecified bd¿ syringe had a needle detach issue causing leakage. The following information was provided by the initial reporter: "client attempted to use 2 or 3 syringes and each time the needle would pop off the syringe. Client did lose the medication in the process of administering the dose."